Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom onboard battery was unable to charge. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. Visual inspection of the exterior of the onboard battery revealed no anomalies. The reported issue was verified by testing. The onboard battery would not charge or provide power output. The root cause of the onboard battery not being able to charge was that it had been permanently disabled internally. The cause of the disabled state could not be conclusively determined. Analysis of the data recorded when the onboard battery was connected to battery evaluation software did not provide any indicators as to why it was permanently disabled. The likely cause was an over-current event, which can occur when the battery's terminals are shorted. The onboard battery was taken out of service. This failure mode posed a low risk to the patient because it would not prevent the patient's freedom driver from performing its life-sustaining functions. Patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom onboard battery was unable to charge. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact.